Event description:
It was reported that stent damage occurred. A 4.00 x 38mm synergy xd drug-eluting stent was selected for use. When the device was pulled from the hoop and removed from stent protector during preparation, the distal end of the stent was lifted and damaged. But the proximal portion was intact. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 4.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the distal end were stretched and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. A 4.00 x 38mm synergy xd drug-eluting stent was selected for use. When the device was pulled from the hoop and removed from stent protector during preparation, the distal end of the stent was lifted and damaged. But the proximal portion was intact. The procedure was completed with another of same device. There were no patient complications reported.